Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the homechoice (hc) cassette without an alarm during peritoneal dialysis therapy. This event occurred during fill three of four while the patient was connected. Renal therapy services assisted the patient to stop the therapy for the day. The patient stated that the cassette was empty of fluid when they opened the door. There was no patient injury or medical intervention associated with this event. No additional information is available.